Manufacturer narrative:
Chest x-ray, pa and lateral views were reviewed by manufacturer. No device anomalies noted in review performed by manufacturer.

Event description:
Reporter indicated that patient is experiencing pain at the generator site. Migration of the generator was diagnosed by the treating physician. The treating physician also confirmed proper device function. The surgeon prescribed an ace wrap for the patient and further follow-up with the physician indicated no further complaints were received from this patient. No anomalies were noted in the x-ray review performed by the manufacturer. Manufacturer received further notification that revision surgery was planned to move the generator to a position that would be more comfortable for the patient. A prophylactic generator replacement is also planned because patient has been implanted since 2003.